Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a severely tortuous, severely calcified lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. During the coronary angioplasty, the stent failed to position itself. The decision was made to remove the stent and perform a new pre-dilation. However, when it was removed, the stent got tangled and caught in the guide catheter and the entire system had to be removed. It was further reported the catheter detached, cracked, or fractured during advancement through guide catheter. The device was not kinked and re-straightened during use. The detached portion of device does not remain in patient. The device was completely removed by removing the entire system. The procedure was not completed. It was stated that it was not believed that there was a manufacturing failure in the stent, but rather in the technique used. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Kinks were evident to the hypotube crimp impressions were visible on the exposed balloon surface no deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes added. Correction: annex b and c codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was pre-dilated more than twice. It was reported that stent deformation occurred in vivo during positioning/advancement and stent failure occurred. Resistance was noted during withdrawal of the device and excessive force was used. It was later reported that there were no detachment or fracture of the catheter. It was detailed that deformation of the stent was observed and during the attempts to remove the device the stent dislodged from the balloon. A snare was used to remove the dislodged stent. The patient's current health is good. The patient is alive with no further injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.